Manufacturer narrative:
Additional: device details have since been provided; sections have been updated. This report is submitted may 10, 2019.

Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the audiologist, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.